Event description:
It was reported that during a surgical procedure at the user facility, the device ran without user activation. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint is confirmed for unintentional running by the repair technician. Through functional evaluation, disassembly and visual inspection the technician confirmed the o-ring on the needle valve assembly was damaged.

Event description:
It was reported that during a surgical procedure at the user facility, the device ran without user activation. No delay, no medical intervention and no adverse consequences were reported with this event.